Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with loss of capture (loc). The loc did not result in greater than 2 seconds of asystole. It was noted the patient's threshold was 2.3 v. The pacing output was increased from 2.5 v to 5.0 v. It was noted the battery longevity was less than 6 months. The patient did not recall experiencing any symptoms. The patient was referred to an electrophysiology clinic for consultation to determine next steps. Additional information was received that the right ventricular (rv) lead continued to display intermittent loc, which resulted in pacing not being delivered when required. It was noted the patient's underlyng rhythm was stable at 40 beats/minute. The decision was made to explant and replace this pacemaker along with the associated rv lead. No additional adverse patient effects were reported.